Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in over 2 months. The ipg was deemed inoperable. As a result, surgical intervention occurred wherein the ipg was explanted and replaced, addressing the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.